Event description:
It was reported that md was performing a difficult left subclavian central line insertion. Difficulty was due to anatomy. Upon third attempt at threading the spring wire guide (swg), it "snapped in two." Md was able to withdraw distal segment of wire by pinching and pulling entire central catheter back out. Patient did not sustain injury but md lost central access and had to restart procedure.